Event description:
It was reported that there was a question regarding why the device went to elective replacement indicator (eri) so soon after the device estimated another 18 months. It was also reported that the physician had a concern about the battery reaching eri and capture management measuring an elevated threshold on the same day. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for: (B)(4) - the device was returned, analyzed and analysis of the device revealed normal battery depletion.